Event description:
The user facility reported an unusual odor, thought to be originating from the 3085 surgical table, in the operating room during the final procedure of the day. The facility biomed department inspected the table and observed the table motor/pump batteries were swollen in appearance and noted some fluid at the table base. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred on the day of the reported event. One or more procedures scheduled for the following day were delayed and/or rescheduled while the or was closed to allow for ventilation.

Manufacturer narrative:
The technician confirmed the reported swollen condition of the motor batteries. The battery seals were not compromised; no electrolytic fluid was found. The reported fluid was found was hydraulic oil residue from previous service activity. The technician found that the batteries were being overcharged. The most likely cause of this is a control board fault; the table control board monitors battery voltage. Such a fault can cause the batteries to be overcharge by the table's electric system. The batteries, control board and power supply to the table were replaced. The table was tested for correct operation and function; the table was confirmed operational and returned to service. The operating room was closed for ventilation. An air quality inspection service was called in to ensure the air quality of the room was safe before reopening.